Manufacturer narrative:
(B)(4). The forcetriad generator was received. The investigation found an issue with the calibration of the bipolar. The investigation could not determine the root cause of the failure. The bipolar was calibrated to address the condition. A review of the device history records indicated that this serial number was released meeting all specifications as manufactured.

Event description:
The customer reported that bipolar fired unexpectedly during a robotic hysterectomy procedure with a forcetriad generator and davinci bipolar grasper in use. The grasper was resting on the patient's bowel and an unexpected activation of the device occurred as the autobipolar feature was active. This resulted in a hole being burnt through the patient's colon. The surgeon repaired the colon.